Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03120. This report is being submitted as additional information. The patient's weight was not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device ¿ 3 years, 4 months. The event occurred at national research cardiac surgery center, astana. Device analysis (additional information): the evaluation of the returned modular cable confirmed cosmetic damage to the outer jacket of the cable. Examination of the returned modular cable revealed that the polyurethane jacket was damaged approximately 8.5 inches, 9.5 inches, 17.5 inches, 18.5 inches, and 20 inches from the controller connector; however, there appeared to be no damage to the underlying armor layer. Discolored areas along the length of the jacket demonstrated significant cracking, indicating that the material started to degrade. Additionally, the inline connector and controller connector bend reliefs showed gradient, yellow discoloration. The controller and inline connector pins appeared unremarkable; however, debris was noted within the inline connector. The modular cable passed electrical testing without issue. The evaluation could not conclusively determine the cause of the outer jacket tears and discoloration. A review of the device history records revealed the device met applicable specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that there was unspecified damage to the outer insulation of the modular cable. An exchange of the modular cable will be performed on an unspecified later date. There was no reported impact to pump function or to the patient. No additional information was provided.